Event description:
The pt had a squeaking noise when hip was moved. The noise appeared when the pt moved from flexion to extension with the left leg in 45 degrees of abduction. The pt did not complain about pain. The surgeon could not determine the cause. The pt reported no trauma. Because the surgeon could not determine the cause, he decided to re-operate. During the revision, with the implants in situ before subluxation of the hip, a scratch was visible on the head.